Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. Subsequently, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced but the balloon ruptured during the first inflation at 14 atmospheres for 5 seconds. The devices were removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.